Event description:
The loaner tps microdriver was sent in for eval because it was running in reverse when in safe mode during a podiatry procedure. No adverse event was reported. The procedure was completed with an alternate device without any clinically significant procedure delay.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.